Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 10 syringe 0.5ml 29ga 1/2in bls 400 sg had scale marking issues and problems with volumetric accuracy at an unspecified time. The following was reported by the initial reporter: "it was reported via survey response that the clinician encountered scale marking issue (10) and questionable volumetric accuracy (10) related to luer lok and luer slip tip syringes."

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4)."

Event description:
It was reported that 10 syringe 0.5ml 29ga 1/2in bls 400 sg had scale marking issues and problems with volumetric accuracy at an unspecified time. The following was reported by the initial reporter: "it was reported via survey response that the clinician encountered scale marking issue (10) and questionable volumetric accuracy (10) related to luer lok and luer slip tip syringes."